Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7092539.

Event description:
It was reported that the patients leads migrated. The patient underwent a lead revision procedure and was doing well postoperatively.